Event description:
During a percutaneous coronary intervention (pci) procedure, a cobra pzf nanocoated coronary stent (size unspecified) dislodged. The stent was crushed against a vessel via deployment of two other unspecified stents. Additional information was requested, but was not provided.

Manufacturer narrative:
The device was not returned. As the lot number was not reported, a review of the lot history record was unable to be conducted; however, all stent delivery systems are 100% visually inspected online for stent placement and a sampling of units is destructively tested to verify stent dislodgement force. A risk assessment review confirmed that the reported stent dislodgement is captured as a foreseeable event. The investigation determined that a definitive conclusive cause is not able to be assigned to the reported complaint. The reported stent dislodgement may possibly be attributed to circumstances of the procedure and/or vessel morphology. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Manufacturer narrative:
The device was not returned. As the lot number was not reported, as review of the lot history record was unable to be conducted. Investigation is not yet complete. A follow-up report with additional relevant information will be provided.

Event description:
During a percutaneous coronary intervention (pci) procedure, a cobra pzf nanocoated coronary stent (size unspecified) dislodged in the patient. The stent was crushed against a vessel via deployment of two other unspecified stents. Additional information was requested, but has not yet been provided.